Manufacturer narrative:
The information described in this report was collected by (B)(6) data is double blinded, and is not managed, maintained or supervised by gore or any representative of gore. No additional information related to this event will be made available to gore by the (B)(6). Therefore, further investigation is not possible. Additional devices implanted and involved in this event: tgu373715/unk and tgu343415/unk. (B)(4).

Event description:
It was reported to gore via the (B)(6) that on an unknown date in 2015, a patient underwent elective treatment of an acute symptomatic dissection extending from zones 4 to 5. Three conformable gore tag thoracic endoprostheses were reportedly implanted from zones 3 to 5. The devices were reportedly delivered and deployed with no issue and successfully covered the primary entry tear in zone 4. It was reported that during the procedure, there was distal extension of the dissection (cause not provided). On an unknown date approximately 30 days post-operatively, imaging identified proximal extension of the dissection into zone 3, with >= 5 mm aortic enlargement within the treated area. There was no report of false lumen perfusion or endoleak. No additional procedures were performed related to the initial dissection treatment. Additional details are not available.